Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement turbine assembly. A returned goods authorization (rga) number was also issued for the return of the alleged faulty turbine assembly for evaluation. As of august 3, 2015, carefusion has not received the alleged faulty turbine assembly.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit that was alarming motor fault when turned on. According to the distributor, the issue was resolved after the turbine assembly was replaced. The issue occurred during maintenance. No patient involvement.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the turbine assembly and immediately reproduced vent inop and motor fault error. Switched out the turbine interface board with a known good turbine interface and the problem was solved. Further investigated the complaint by testing the received turbine interface board with a known good turbine and the complaint was reproduced. Viewed the events log and found checksum error in turbine eeprom error recorded. Findings/root-cause: reported problem was duplicated and isolated to the turbine interface board. This issue is addressed in an internal correction.